Event description:
Surgeon advised that a pt presented with a stitch abscess associated with suture extrusion. The pt was returned to surgery for device excision.

Manufacturer narrative:
H6. Conclusion: no conclusion can be drawn at this time.